Manufacturer narrative:
Device was received with a blank display due to moisture damage electronic assembly. Unable to perform displacement, sleep current measurement, active current measurement, and self tests or verify button keypad anomaly due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was off and it was flashing red, vibrating and no buttons were responsive after being exposed to moisture. The customer stated that the insulin pump had moisture under the screen. ¿no harm requiring medical intervention was reported. The insulin pump will be returned for analysis.